Manufacturer narrative:
Visual, dimensional, material, and functional analysis could not be performed as the device was not returned. A review of the device and complaint history records could not be performed as a valid lot code was not provided and could not be obtained. Surgical technique: review of the relevant IFU, surgical protocol, and package labelling could not be performed because the device associated with this event was not returned nor was it properly identified. No root cause for the issue could be determined due to a lack of available information.

Event description:
The patient reported pain over the left ilium and iliac where an everest screw was inserted. There is a plan for revision surgery.

Manufacturer narrative:
Unknown if revision surgery took place.

Event description:
The patient reported pain over the left ilium and iliac where an everest screw was inserted. There is a plan for revision surgery.